Manufacturer narrative:
The reported complaint of leak was confirmed on the returned set. No visual anomalies were observed. When primed and pressure leak tested, a channel leak was observed between the 52" pressure tubing and the safeset port. When the bond site was examined, insufficient solvent coverage was observed on the tubing pocket. The probable cause of the channel leak had occurred due to insufficient solvent coverage applied on the tubing during assembly at ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a safeset¿ reservoir w/ ss port. The report stated that the customer primed and attached an icumedical "safeset reservoir w/ss port" to patient's arterial line, then noticed saline leaking from the tubing area around the sampling port. Customer disconnected the safeset from the patient and primed/attached a new one. It appears there was no direct patient harm since the error was caught. There was patient involvement, however, there was no adverse event or harm as as a result of the reported event and no delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.